Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the pump showed an error message when the batteries were placed into it.

Manufacturer narrative:
Device analysis: tamper seals are intact. Case was damaged and microprocessor unit board clock battery lead contact was pulled off. Device was inoperable due error code 1260 on the pump display. Error code 1261 on the pump display and unable to download in the event history log. Visual inspected the device. Case was damaged and microprocessor unit board clock board lead contact was pulled off due error code 1261 on the pump display. Customer problem was duplicated. Recommended microprocessor unit board to be replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: additional information was received. The reported event was not patient related. The error message occurred before attempting to use on a patient.